Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. A field service engineer after receiving escort and access, the engineer replaced the half height cubie drawer (auxiliary 6.1), removed pockets from auxiliary drawers 6.1 and 6.2, and transferred them to the replacement drawer installed in the auxiliary chassis. Upon connecting the pyxibus cable and restarting the station, the pyxibus module control board showed good light emitting diode (led) indications, but the hardware test application (hta) did not detect the replacement drawers. The engineer accessed the storage space configuration and attempted to assign drawers, but none registered. The pyxibus module controller was then removed from the drawer with failed rails and installed in the replacement drawer. After reconnecting the pyxibus cable and restarting the station, firmware updates were initiated for the half height drawers. The engineer logged into hta and identified two unassigned drawers, manually launched the med application from the admin desktop, and the escort successfully recovered the previously failed storage space. The replacement drawer registered correctly, and diagnostic testing was successfully completed. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer hard to open and close. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.